Event description:
It was reported that one day post implant, loss of capture was noted on the right ventricular lead due to lead dislodgment. The lead was repositioned and remains in use. The patient is part of the surescan pas study. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.